Manufacturer narrative:
Device received alarming failure of flash memory followed by an new software release detected alarm, problem isolated to mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to failure of flash memory and new software release detected alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had new software release detected after alarm was cleared. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.